Manufacturer narrative:
The reported field events of a set screw anomaly and high lead impedance were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The set screw secured the lead. Pacing and high voltage lead impedance measurements were normal during testing.

Event description:
It was reported during the implant procedure, set screw could not secure the lead in the header. High lead impedance and no capture were observed. Another device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.